Event description:
The customer alleged that he performed a control test and received a result of 237 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The customer did not have any test strips left when he called, so no product is available for evaluation.